Event description:
Patient called with report that ms3 pump (B)(4) is not working and display reads: "call for service." Replacement pump to be sent. Did the product issue cause or contribute to patient or clinical injury: no. If yes, was any medical intervention provided: na. Is the actual device available to be returned for investigation: yes. Reported to (B)(6) by: patient/caregiver. Dates of use: from (B)(6) 2016 to present. Reason for use: pah.